Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not function on alternating current (ac) power when plugged in. It was reported there was no patient involvement at the time the issue was discovered. It was noted that the power cord was replaced and it was verified that the ac source was functioning. The v60 also operates normally on battery only. The on/off light emitting diode (led) on the front display was confirmed to be illuminated. The remote service engineer (rse) advised the customer to replace the power supply. The rse provided the customer with the part number for the power supply to order and replace. This investigation is ongoing.